Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab and the pt was moved to the operating room. While draping the pt for surgery, the rn noticed blood "oozing around the site" where the arterial pressure (ap) tubing was connected to the catheter. As a result, the 6" ap tubing was exchanged. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a reported interruption in iab therapy for the time it took to exchange the 6" tubing. There were no reported pt complications. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.